Event description:
It was reported that during the procedure the threads of five blockers were damaged. They were replaced with alternate blockers to complete the case. There were no reported patient impacts or surgical delays. This is report two of five.

Manufacturer narrative:
The returned blocker was evaluated. The threads are stripped in a manner consistent with cross-threading the blocker with the mating pedicle screw during attempted installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3003853072-2019-00091 and 3003853072-2019-00098 to 3003853072-2019-00101.

Event description:
It was reported that during the procedure the threads of five blockers were damaged. They were replaced with alternate blockers to complete the case. There were no reported patient impacts or surgical delays. This is report two of five.